Event description:
A report was received that the patient underwent an explant procedure due to tenderness and soreness at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, lot #: 15418723, description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility.